Event description:
It is reported that a customer experienced low blood glucose of 45 mg/dl. The customer was treated for the low blood glucose with a manual injection. The customer had found one air bubbles in the reservoir compartment. The customer was informed that there could be many reasons for low blood glucose. The customer was assisted with trouble shooting and the customer was advised that the particular air bubble that they discovered was fine and would not cause any issues. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.